Manufacturer narrative:
The field service engineer (fse) observed the probe wipe rinse block was dripping during the probe rinse cycle. The fse discovered port #3 of the rinse block was obstructed, causing the fluid leak. The fse cleaned port #3 of the rinse block and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately five drops of diluted blood leaked from the probe wipe block, per cycle, during rinse involving the coulter lh 500 hematology analyzer. The customer performed troubleshooting and discovered the rinse cup was not aligned. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has a risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.